Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that kept turning off and screen went black. A field service engineer (fse) removed the back panel and noted that all of the light emitting diodes for each drawer were active, power supply was working, and no amount of keyboard manipulation would reactivate the touchscreen. Then reseated each drawer connector to the pyxis bus cable and temporarily replace the power supply with a new one and asked the customer to remove the power plug from the current socket and change it to another completely. Later the fse replaced all in one power monitor with new and removed the power module as it did not resolve the issue. Then configured all in one, renamed the internal network interface card, service restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was turning off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.